Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening on anterior, crease fold and underweight. A visual and microscopic analysis was performed which identified: striated broken on anterior, striated opening on anterior, stress marks, missing shell on anterior (0-25%) and wear abrasion. Base on the device analysis the final assessment is: a striated broken and opening assessed as surgical damage like consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "ruptured gel spilling out". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "ruptured gel spilling out". Device has been explanted.